Event description:
It was reported the nondependent asymptomatic patient¿s implantable cardioverter defibrillator was interrogated which revealed several episodes of non-sustained right ventricular oversensing and a few episodes of farfield p-wave oversensing. The non-sustained right ventricular oversensing was derived via crosstalk on the ventricular channel that was sensed outside of the crosstalk detection window. A programming change was made and no further issues were noted.